Event description:
Technical services received a call on 06/18/2012 from sales rep.unknown implant date. As patient with this mdt lead that has low impedance in bipolar, but it went up when programmed to unipolar. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)